Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The patient's parent reported via phone call that the patient was hospitalized for a high blood glucose of 592 mg/dl. The customer was not bolusing, which lead to the high blood glucose. The patient was being treated with insulin drip and insulin pump therapy. Troubleshooting was declined. No products were returned or replaced.